Event description:
Report rec'd from (B)(6) stating "sleeve defective, impossible to enter in the 1.8 incision. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The product is not being returned for eval.